Event description:
Clinical study. Same case as MFR # 6000089-2004-00835. Target lesion 1 was identified in the distal left anterior descending (lad) with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 (lad) was treated with pre-dilatation and placement of two overlapping taxus express2 8.8% 2.5 x 12 mm stents. There was no residual stenosis following post-dilatation. Target lesion 2 was identified in the mid to distal circumflex (cx) with 80% stenosis and a 2.75 mm reference vessel diameter. Target lesion 2 (cx) was treated with pre-dilatation and placement of a 2.75 x 12 mm taxus express2 8.8% stent, reducing the stenosis to 0% following post-dilatation. The pt was discharged the following day. The pt was readmitted 3 days later after experiencing abrupt onset substernal chest pressure the prior evening. The chest pressure and 'burning across their chest' persisted overnight. The pt was admitted for rule out myocardial infarction and possible repeat pci. The pt ruled out for mi and 2 days later, was returned to the cath lab. Angiography revealed: lmca - normal, lad (target vessel) - evidence of an edge dissection just proximal to one of the taxus stents; no evidence of instent restenosis, lcx - no evidence of instent restenosis; distal to the taxus stent was a 50% stenosis in an obtuse marginal branch, rca - proximal and mid luminal irregularities. The proximal edge dissection in the lad was treated with placement of a 2.5 x 16 mm taxus stent. This was overlapped with the more proximal stent placed during implant procedure #1. There was a pinching of a large first diagonal branch (approx 80% at the origin) that did not resolve with intracoronary nitroglycerin. Following kissing balloon angioplasty, there was minimal residual stenosis and timi 3 flow down both the lad and diag1. The pt was discharged 2 days later on plavix and asa.